Manufacturer narrative:
(B)(4). D10 concomitant devices unknown vanguard tibial bearing catalog #: ni lot #: ni, unknown vanguard tibial tray catalog #: ni lot #: ni, unknown vanguard femoral component catalog #: ni lot #: ni. G2 report source foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain, swelling, gradual decrease in range of motion, patellar implant loosening and polyethylene implant wear approximately twelve (12) years post-operatively. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of pictures provided identified signs of wear and bio debris from being explanted. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.